Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the event was likely a result of an accidental failure in the turret motor or the moving mechanism parts might have occurred temporarily, resulting in the e200 error.

Manufacturer narrative:
This report is being updated to report additional information provided by the customer. New information is reported in b5.

Event description:
Additional information provided by the customer: no procedure was being performed when the issue was discovered. The machine did not function when setting up in the morning, so they moved to a different room. The device was examined prior to use and that is when the problem was found so the device was not used. There was no patient contact.

Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation. The definitive cause for the customer's experience can not be determined at this time. This report will be updated upon completion of the investigation, and in the event that additional relevant details are provided.

Event description:
It is reported during an unspecified procedure using a evis exera iii xenon light source, the customer reported an e200 clv turret error during the middle of a procedure. The patient was moved to another procedure room, and the procedure was completed with no reported adverse effect for the patient as a result. No further information is available at this time.